Manufacturer narrative:
Patient city: (B)(6) patient country: australia . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the australia . It was reported that the patient experienced low blood glucose event and treated with lollies and nutrigrams on (B)(6) 2026. The mother assissted the patient by providing a snack. No further information available.